Event description:
It was reported that the surgeon gave the broken implant to the sales rep. For technical analysis, not as a complaint but only for info on the mechanical nature of the breakage. No more details to be provided.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.